Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the lead that had migrated two levels down from original placement. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted in the patients body.